Event description:
Customer was changing the battery and infusion set and received a motor error. The blood glucose reading was 498 mg/dl. Nurse confirmed that customer was hospitalized due to high blood glucose. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. However, found corroded motor home switch. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.